Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomena (not pre-cleaning auxiliary water channels with the mh-974 tube and not having brushes for the balloon channel) likely occurred due to user error. The operating instructions for this product indicate mh-974 as the equipment required for bedside cleaning. The products instruction manual lists the balloon channel cleaning brush bw-400l as a necessary tool for this cleaning. A review of the instruction manual of the gf-uct180, the reprocessing methods are described in "chapter 6 - compatible reprocessing methods and chemical agents" and "chapter 7 - cleaning, disinfection, and sterilization procedures". It is likely that the phenomena could have been prevented if the instructions within the manual were followed. Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for physical evaluation. As part of our investigation, the ess informed the facility¿s endo manager and clinical engineer/educator of the reprocessing deviations. The ess noted that the customer utilized the scope buddy and the medivators edge automated endoscope reprocessor (aer) during reprocessing. The ess provided an in-service to the customer that included performing reprocessing in accordance with manufacturer¿s recommendations. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing in-service at the customer¿s site, it was noted that some staff members are not pre-cleaning the auxiliary water channels with the mh-974 on the linear eus scopes. The customer also had no balloon channel brushes. There were no patient infections reported.